Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the atrial lead could not be implanted. The lead was not used and replaced successfully. No further information was available.